Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report(s): 0001825034 - 2018 - 00358. Concomitant products: 11-103200 taperloc por lat fmrl 5.0x130 lot 772480; 650-1057 cer bioloxd option hd 36mm lot 2886452. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient continues to suffer from pain, discomfort, dysfunction, soreness and loss of range of motion post revision right total hip arthroplasty. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: dob. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. 650-1057 cer bioloxd option hd 36mm 2886452 00700005420 trabecular metalâ¿¢ acetabular revision shell 63339909 00875201036 liner elevated rim 36 mm i.d. Size ii for use with 52 mm o.d. Size ii shell 63499147. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.